Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, specifically an erosion of the posterior arm of the anterior implant as well as a contracture of the implant causing vaginal fissure on the right side, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a resection and removal of the mesh on (B)(6) 2010. It was reported that she continues to experience pain, dyspareunia, catheterization, infections and bloating. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient had a sling operation for female incontinence, fascial sling harvest and cystoscopy done on (B)(6) 2012 due to urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03871. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat vaginal wall prolapse after a hysterectomy, a cystocele, a rectocele, and stress incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, fistulae, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent explant surgery on (B)(6) 2010 and on (B)(6) 2012 due to pain and erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03871. The same patient is represented in each medwatch.